Event description:
The customer reported that the machine had been delivering therapy for 23 hours, but within that time frame there was an hour where the machine was set to remove 90ml and the machine actually removed 438 ml.